Manufacturer narrative:
Further information was requested but not obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was explanted and replaced on (B)(6) 2019 and postoperatively effective therapy was reported.

Manufacturer narrative:
During processing of this complaint , attempts were made to know the date of explant. Further information was requested but not received. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced difficulty in charging their ipg . Though the patient had effective therapy , did not want to continue therapy and wants to have it explanted. The status of the implantable pulse generator is currently unknown.